Event description:
It was reported that the healthcare provider requested a review of device data to confirm device operation. Upon review, it was noted that the patient's self-conducted ventricular arrhythmia while in computed tomography (CT) scan. Loss of capture and pacing inhibition were observed post-arrhythmia with a backup pace delivered on the stored v episode. It was determined that the pacemaker was working as intended. The patient only has a pacemaker. Currently, this product remains in service and no adverse patient effects were reported.